Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. Reportedly, the cause was the customer's pump ran out of insulin. Subsequently, customer was hospitalized. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.